Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited crosstalk and low r-wave amplitudes on the right ventricular (rv) channel. Technical services (ts) recommended programming options and an x-ray to ensure lead integrity and position. Following the attempts to reprogram, this system continued to exhibit oversensing. Additionally, there were no anomalies observed on the x-ray. As a result, a revision procedure occurred and this rv lead was successfully repositioned. Following the procedure, it appeared the oversensing and low amplitude measurements were resolved. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted as additional information was received that this lead was explanted and replaced due to high capture thresholds. This lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited crosstalk and low r-wave amplitudes on the right ventricular (rv) channel. Technical services (ts) recommended programming options and an x-ray to ensure lead integrity and position. Following the attempts to reprogram, this system continued to exhibit oversensing. Additionally, there were no anomalies observed on the x-ray. As a result, a revision procedure occurred and this rv lead was successfully repositioned. Following the procedure, it appeared the oversensing and low amplitude measurements were resolved. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was explanted and replaced due to high capture thresholds. No additional adverse patient effects were reported. This rv lead has not returned for analysis.